Manufacturer narrative:
The device has not been returned to the manufacturer as of the date of this report. This report will be updated when the device is returned and an evaluation is compete.

Event description:
It was reported that oil was coming out of the release button of the saw. This was discovered during testing. There was no pt involvement or adverse consequences related to this event.